Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant attempt the right ventricular (rv) lead was attempted but not used because there was lead placement difficulty not clearly the result of patient anatomy. Another lead was used. No patient complications have been reported as a result of this event.